Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. New information is reported. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: there is a possibility that peeling of the adhesive on the distal end occurred because some external force was applied to the distal end. In addition, since about 4 years and 3 months have passed since the device was manufactured , it is possible to have been affected by aging deterioration.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Physical evaluation of the complaint device reveals: the elevator channel plug is loose and leaking. The forceps cover glue is peeling. The um image has one broken element. The elevator plug is loose and leaking. The control knob movement is heavy. The endoscope has been repaired and restored to olympus specifications. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, a leak at the water auxiliary port was noted. There was no patient impact related to this occurrence.